Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl; cause was not known. Customer changed out the infusion set site and delivered a correction bolus via the pump. As the customer was not experiencing an elevated bg at the time of the report, recommendation was made for the customer to discuss event with a healthcare provider.